Event description:
A revision was done in 2000; using the s-rom system. The pt was on crutches for 10-12 weeks and had just started to put a little weight on the leg. It was found that the screw had backed out and the stem became disassociated from the allograft bone.